Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure in the aortic position, the commander delivery balloon burst upon complete inflation of the valve. The valve was fully expanded and no consequences occurred to the patient. It was reported that the patient ¿did not have annular calcification and no additional volume was added¿. No bav was done.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation as it was discarded. Images of the event, however were provided for review. Upon review of the images, blood in and on the atrion inflation device, in and on the inflation balloon and in the lumen of the connecting tube was observed. During manufacturing, the sapien 3 balloons are both visually inspected and tested several times throughout the process. Balloon visual inspection and balloon dimensional inspection is performed during the crimp balloon molding process. Balloon dimensional inspection, balloon visual defects inspection and balloon burst testing is performed during the general specifications testing for s3 balloons. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The inflation and crimp balloon are inspected for fold lines and crimp balloon wrinkles. The balloon pleat, fold, and forming is inspected. The device then undergoes final inspection followed by flex catheter and balloon catheter leak testing and functional product verification testing. Product verification testing is then performed. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review of the work order was performed and revealed no additional complaint relating to ¿balloon ¿ burst.¿ a review of complaint history from february 2017 to january 2018 revealed other returned complaint devices for the edwards commander delivery system (all sizes and models) balloon ¿ burst. With 34 of the complaints, the complaints were confirmed but no manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (calcification) may have contributed to the reported events. One (1) complaint was unable to be confirmed, however, no manufacturing non-conformities were identified. It can be speculated that the root cause is related to both patient calcification and procedural factors. Two (2) complaints were not confirmed and no manufacturing non-conformances were identified. Two (2) complaints were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. One (1) complaint was unable to be confirmed. No manufacturing non-conformances were identified in the returned device. A definitive root cause was unable to be determined. Two (2) complaints are pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category ¿balloon burst¿. The instructions for use (edwards delivery system), prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable be confirmed. The blood inside the balloon and atrion device indicates that there was a leak in the system. Balloon burst could be one of the potential root causes for the leakage. However, it was not able to determine as no longitudinal tear was observed on the balloon based on the returned imagery. Due to the unavailability of the relevant devices (delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Additionally, no de-airing issue was reported in this case, indicating that the integrity of the balloon or the bonding of the balloon to the delivery system was intact prior to the procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The patient, however, is noted to not have calcification present in the annulus / leaflets. Therefore, with the available information, a definite root cause cannot be identified for the complaint ¿balloon ¿ burst¿ at this time. In this case, although the returned imagery of the complaint device shows that there was leakage in the system, engineering was unable to determine / confirm if it was due to the balloon bursting during the tavr procedure (imagery does not show the longitudinal tear of the balloon). As such, the complaint for ¿balloon -burst¿ was unable to be confirmed. There is insufficient information to determine the root cause at this time. No manufacturing or IFU/labeling inadequacies were identified. Review of the complaint history for the month of january 2018 revealed that the occurrence rate did not exceed the control limit for the trend category ¿balloon burst. No pra nor preventative or corrective actions are required.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation as it was discarded. Images of the event, however were provided for review. Upon review of the images, blood in and on the atrion inflation device, in and on the inflation balloon and in the lumen of the connecting tube was observed. During manufacturing, the sapien 3 balloons are both visually inspected and tested several times throughout the process. Balloon visual inspection and balloon dimensional inspection is performed during the crimp balloon molding process. Balloon dimensional inspection, balloon visual defects inspection and balloon burst testing is performed during the general specifications testing for s3 balloons. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The inflation and crimp balloon are inspected for fold lines and crimp balloon wrinkles. The balloon pleat, fold, and forming is inspected. The device then undergoes final inspection followed by flex catheter and balloon catheter leak testing and functional product verification testing. Product verification testing is then performed. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review of the work order was performed and revealed no additional complaint relating to ¿balloon ¿ burst.¿ a review of complaint history from february 2017 to january 2018 revealed other returned complaint devices for the edwards commander delivery system (all sizes and models) balloon ¿ burst. With 34 of the complaints, the complaints were confirmed but no manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (calcification) may have contributed to the reported events. One (1) complaint was unable to be confirmed, however, no manufacturing non-conformities were identified. It can be speculated that the root cause is related to both patient calcification and procedural factors. Two (2) complaints were not confirmed and no manufacturing non-conformances were identified. Two (2) complaints were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. One (1) complaint was unable to be confirmed. No manufacturing non-conformances were identified in the returned device. A definitive root cause was unable to be determined. Two (2) complaints are pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category ¿balloon burst¿. The instructions for use (edwards delivery system), prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable be confirmed. The blood inside the balloon and atrion device indicates that there was a leak on the system. Balloon burst could be one of the potential root causes for the leakage. However, it was not able to determine as no longitudinal tear was observed on the balloon based on the returned imagery. Due to the unavailability of the relevant devices (delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Additionally, no de-airing issue was reported in this case, indicating that the integrity of the balloon or the bonding of the balloon to the delivery system was intact prior to the procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The patient, however, is noted to not have calcification present in the annulus / leaflets. Therefore, with the available information, a definite root cause cannot be identified for the complaint ¿balloon ¿ burst¿ at this time. In this case, although the returned imagery of the complaint device shows that there was leakage in the system, engineering was unable to determine / confirm if it was due to the balloon bursting during the tavr procedure (imagery does not show the longitudinal tear of the balloon). As such, the complaint for ¿balloon -burst¿ was unable to be confirmed. There is insufficient information to determine the root cause at this time. No manufacturing or IFU/labeling inadequacies were identified. Review of the complaint history for the month of january 2018 revealed that the occurrence rate did not exceed the control limit for the trend category ¿balloon burst. No pra nor preventative or corrective actions are required.